Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported there was a digit missing on the labeling. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a packaging blister top web with an sku number that is missing the last digit. No other defects or imperfections were observed. This defect could occur if the sku number was entered manually. A device history record review was completed for provided material number (B)(4), lot 3235306. The review revealed the packaging top web sample was missing the last digit of the sku number. The sku with the barcode is complete and the sku number shown on the packaging box label was also complete. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received material #: 309653 batch#: 3235306 it was reported by customer that we have created mms complaints (pr#1 to pr#8) for the attached site visit observations. Kindly do review (disposable complaint) and provide mds pr number if created as we required to document in our mms record. For ease of reference, I have provided the site visit observation which assessed as mds scope below: ¿ syringes used in nicu and pharmacy o bd 1ml ref#(B)(4) ¿ compatible o bd 3ml ref#(B)(4) ¿ compatible o bd 5ml ref#(B)(4) ¿ compatible o bd 10ml ref#(B)(4) ¿ not compatible o bd 20ml ref#(B)(4) ¿ not compatible o bd 30ml ref#(B)(4) ¿ compatible o disposable complaint bd 50ml ref#(B)(4) ¿ see attached picture. It appears this ref# is missing a digit on our labeling. We have a 50ml syringe #309653 which is compatible. Lot#3235306 of syringe in attached picture. Verbatim: rcc received a complaint via email. Email(s) attached. We have created mms complaints (pr#1 to pr#8) for the attached site visit observations. Kindly do review (disposable complaint) and provide mds pr number if created as we required to document in our mms record. For ease of reference, I have provided the site visit observation which assessed as mds scope below: ¿ syringes used in nicu and pharmacy o bd 1ml ref(B)(4) ¿ compatible o bd 3ml ref (B)(4)¿ compatible o bd 5ml ref (B)(4)¿ compatible o bd 10ml ref(B)(4) ¿ not compatible o bd 20ml ref (B)(4) ¿ not compatible o bd 30ml ref (B)(4) ¿ compatible o disposable complaint bd 50ml ref#(B)(4) ¿ see attached picture. It appears this ref# is missing a digit on our labeling. We have a 50ml syringe #309653 which is compatible. Lot#3235306 of syringe in attached picture.

Event description:
Material #: 309653, batch#: 3235306. It was reported by customer that we have created mms complaints (pr#(B)(6)) for the attached site visit observations. Kindly do review (disposable complaint) and provide mds pr number if created as we required to document in our mms record. For ease of reference, I have provided the site visit observation which assessed as mds scope below: ¿ syringes used in nicu and pharmacy o bd 1ml ref# (B)(6) ¿ compatible. O bd 3ml ref# (B)(6) ¿ compatible. O bd 5ml ref# (B)(6) ¿ compatible. O bd 10ml ref# (B)(6) ¿ not compatible. O bd 20ml ref# (B)(6) ¿ not compatible. O bd 30ml ref# (B)(6) ¿ compatible. O disposable complaint bd 50ml ref# (B)(6) ¿ see attached picture. It appears this ref# is missing a digit on our labeling. We have a 50ml syringe ref# (B)(6) which is compatible. Lot#3235306 of syringe in picture. Verbatim: rcc received a complaint via email. We have created mms complaints (pr#(B)(6) ) for the attached site visit observations. Kindly do review (disposable complaint) and provide mds pr number if created as we required to document in our mms record. For ease of reference, I have provided the site visit observation which assessed as mds scope below: ¿ syringes used in nicu and pharmacy o bd 1ml ref# (B)(6) ¿ compatible. O bd 3ml ref# (B)(6) ¿ compatible. O bd 5ml ref# (B)(6) ¿ compatible. O bd 10ml ref# (B)(6) ¿ not compatible. O bd 20ml ref# (B)(6) ¿ not compatible. O bd 30ml ref# (B)(6) ¿ compatible. O disposable complaint bd 50ml ref# (B)(6) ¿ see attached picture. It appears this ref# is missing a digit on our labeling. We have a 50ml syringe ref# (B)(6) which is compatible. Lot#3235306 of syringe in attached picture.

Manufacturer narrative:
Pr (B)(6): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.